Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were charging their implanted neurostimulator and the controller went blank/unresponsive. Patient noted it took them half a day to charge both of their devices. During the call patient service walked patient through resetting the controller. Agent reviewed to monitor the issue and call back if needed, (B)(6) 2024; confirmed controller was the one paired with (B)(6).  Pt called back and said their issue had been persisting since last call. Pt struggled to articulate the issue and just said they checked it last night and it was run down again. Agent asked, pt was uncertain if they meant the controller or ins battery. Agent had pt turn on controller and it brought pt through pairing process, and they successfully connected to the newer ins. Pt said it wouldn't let them charge, and agent assisted in getting them charging the ins with excellent quality; controller was 100% and ins was 30% - pt noted they heard noises. Pt mentioned the other night they slept on their side with the newer ins and thought they may have shifted the location a bit in the pocket. Pt noted their older ins charges much more easily. Agent reviewed info about charging new ins and inflammation may be causing difficulties with charging. Pt will monitor and check the ins charge more frequently.